Manufacturer narrative:
Device has been requested for evaluation; however, it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2014-00043.

Event description:
A report was received from a user facility in (B)(6) stating: "during surgery there was no aspiration by the cassette because the tubing was blocked. No patient impact. The cassette was changed."